Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported event. Error code e315 was displayed due to an electrical continuity error due to water invasion in the scope connector. In addition, there was a gap in the adhesive at the bending section cover, the adhesive at the distal end was deteriorating due to chemical stress, angulation was reduced, and a leak was detected. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that error code e315 (scope error) was displayed from the scope during an unspecified procedure. The procedure was completed using another similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the is unable to be determined. However, the likely cause is due to device handling, water invaded the scope connector, the electrical components were broken, and error message was displayed. Additionally, the connector cap of leakage tester was attached to venting connector of the device while water adhered to these components or, the connector cap of leakage tester was attached/detached to venting connector of the device under water. The event can be detected/prevented by following the instructions for use (IFU) which state: inspection of the endoscopic image when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.